Manufacturer narrative:
Isi has not received the unit involved with this complaint for failure analysis. Therefore, the root cause of the customer reported event cannot be determined. A follow up MDR will be submitted if the unit is returned and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from a 5 mm cannula seal broke off and fell inside the patient. Although, the fragment was retrieved and no patient harm was reported, it is unknown what caused the fragment to break off and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the black tab fell off of a 5 mm cannula seal and fell inside the patient. The piece was retrieved and the procedure was completed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the cannula seal was in use for about 45 minutes when the missing fragment was noted. The fragment was retrieved from the patient using an unspecified laparoscopic grasper instrument.